Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: unk, inratio2: 1.0, retest inratio2: 1.0, lab: 2.6. Results done within 30 minutes. Results from "about 2 weeks" before (B)(6) 2010. Pt target therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.